Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance.

Event description:
It was reported that the device reached elective replacement indicator (eri) after (B)(6) of implant time. Premature battery depletion is suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.